Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor was without electrode. No harm requiring medical intervention was reported. The customer also stated that the transmitter did not blink when connect with the sensor. The sensor will not be returned for analysis.